Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed insulin flow blocked. The customer reported that she has high blood glucose and she was trying to deliver bolus for treatment but pump stated no delivery. Patient's blood glucose at time of incident was 410 mg/dl. Patient's current blood glucose was 314 mg/dl. The customer treated it with bolus from the pump and she drinks water. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Troubleshooting was not completed. The insulin pump will not be returned for analysis.